Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date is 10/29/2024. The meter memory was not reviewed for previous test result history.